Event description:
The customer reports that the needle was inserted into internal jugular of a (B)(6) female being treated for hypovolemia. The swg was advanced into vessel through needle; then the user wanted to remove the swg because it was not in vascular but the swg stayed stuck inside the needle. Swg and needle were removed together; a new catheter was successfully inserted. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).